Event description:
It was reported that the customer had low blood glucose, and she was unresponsive. The customer was taken to the nurse office on campus due to her low blood glucose of 16mg/dl, and she was treated with a glucagon gel pack before the paramedics arrived. Then she was given another gel pack and her glucose went up to 75mg/dl. It was stated that the paramedics left without treating her. It was mentioned that over the weekend her glucose level went low again, and her roommate gave her juices and food. The customer's glucose started coming around, but she was sweating profusely. The caller stated that recently was found that the customer was pregnant and an ultrasound was taken, but the father does not know if she was wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.